Event description:
The patient underwent a system explant procedure due to an unknown reason. The explanted devices will not be returned as it they were kept by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family:linear st lead kit 50 cm, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 2000022508.